Event description:
Additional information was received from a healthcare provider (hcp) who reported the cause of the ability to only fill the pump with 30 cc's was unclear and was possibly due to an air lock. The cause of the patient's symptoms were due to the patient going without baclofen for possibly 2 weeks, then upon reintroduction was sleepy and weak, which had now resolved. No interventions were done. The patient was stable and the pump seemed to be functioning. The event resolved. The hcp reported that they would apply a strong vacuum after emptying and before refilling at next refill in a few weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a friend/family member regarding a patient who was receiving unknown baclofen (concentration and dose unknown) via an implantable pump for cerebral palsy and intractable spasticity. It was reported that when the patient went to have the pump filled in (B)(6) 2023, the doctor was not able to get all the medication into the pump. The doctor removed the expected amount of medication, but was not able to refill the pump completely;  however put on the patient notes she was able to fill the pump completely. It was noted, "about the last couple of weeks" the patient started having retention, was falling down, had swelling, her eyes were dilated and she was throwing up. It was reported, "about 3 days ago, the patient started itching really bad", so the caller gave her benadryl for the itching. The patient reported she was "she was having trouble urinating and she struggled to urinate for about 7 hours. It was noted the patient did not walk well normally, but she had not been able to walk at all and was very spastic and unable to move on her own. It was noted they went to get the pump filled yesterday and the pump was completely empty. The caller thought the pump was completely empty for about 2-3 weeks. The pump did not alarm. Itwas noted when the doctor filled the pump, she was only able to get 30 cc's into the pump. The patient had been sleeping since the pump fill. The caller wanted to know was the patient sleeping because she had no medication for 2-3 weeks then suddenly went from no meds to programmed meds? Could it be too much medication? The caller was redirected to the hcp. The caller wanted to know why the pump was not alarming then said oh, "the doctor told her the pump didn't know it was empty, it only knows what it is told". Physician listings were requested. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.